Event description:
It was reported, that a spectrum pump failed volume testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'failed volume test' was reproduced. A review of the event history log revealed that the event occurrence date was not provided, however on (B)(6) 2023 an infusion was programmed at a rate of 40 ml/hr and volume-to-be-infused of 20 ml, which align with the parameters for flow accuracy testing outlined in the spectrum service manual. It ran to completion without interruption and no abnormalities were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failing pressure plates. The pressure plates requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.